Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump showed multiple cracks in the battery compartment. There was moisture observed in the battery compartment. A leak test was performed and a leak was confirmed at the cracks in the battery compartment. The pump case was opened and additional moisture was observed throughout the pump casing. Unrelated to the complaint, the battery cap was found to have stripped threads and was not able to secure properly to the pump. A test battery cap was able to secure and was used for testing. Also unrelated to the complaint, investigation revealed that the display was dim with discolored text and the keypad was torn between the up and down arrow buttons. The keypad buttons responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).